Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va15hvs, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4) pertain to product ID: 3058, serial# (B)(4), product type: electrical, implantable, stimulator. (B)(4) pertain to product ID: 3889-28, lot# va15hvs, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device was removed due to it being non-functioning. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15hvs, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the 3058 ins ((B)(4)) found no significant anomalies. Analysis of the 3889-28 lead ((B)(4)) found that the ins ulation under the connector at the proximal end was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.